Event description:
It was reported an issue with optilene suture. The client reported that surgical wound with dehiscence of stitches was evidenced, involving retinaculum. Additional information: initial diagnosis: fa33.y other specified internal derangement of knee, patient left hospital in good conditions with no further complications. There is no samples or photos available. Customer just sent an e-mail where, after an investigation on their side, they found that the event is not time related to the use of the device. Based on this conclusion they ask us to not take this case into account as it was an error.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 2 cases of the same code-batch, regarding a similar issue (dehiscence), from the same customer, at the same time. We have not received any sample. Without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. We have also reviewed the complaint history record, and there are no previous complaints in any of the products manufactured with the same thread raw material batch as the used in this product, regarding this issue. As stated in the instruction for use of the product: 'when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders.' Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Furthermore, the customer finally found that the event was not time related to the use of the device, so it was an error. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.